Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no patient harm or injury reported.